Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument sparked during energy activation. The issue caused the plastic on the tip to melt. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event occurred while cauterizing. The monopolar curved scissors were also used. The instrument was not in contact with tissue when the arcing occurred. There was no injury to the patient and the instrument did not collide with the other instrument nor was it in contact with staples, clips or sutures while energized. It is uncertain if the jaws were immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.